Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the helix did not extend after several attempts during the lead preparation. The lead was on sterile trolley. The physician thought the lead could be implanted and thus used a new lead. No patient complications were reported as a result of this event.